Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous transluminal angioplasty. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 6.0mmx150mmx150cm (4f) sterling balloon catheter was advanced for dilation. However, during the first inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition post procedure.